Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient experienced a heart rate of 30 beats per minute (bpm) for 45 seconds. It was noted after the 45 seconds of pacing inhibition the patient's rate returned to normal. There was noise on the right ventricular (rv) lead and left ventricular (lv) lead, however, it was not oversensed. The patient's rv lead is a non-boston scientific product. In addition, there was a small spike in pacing impedances on the rv and lv leads. Isometrics and pocket manipulation was performed and the noise was not recreated. Boston scientific technical services (ts) discussed the lv lead is programmed to pace to the rv lead ring so there could be a possible ring electrode issue on the rv lead. The lv lead was reprogrammed. Subsequently, a revision procedure was performed. The crt-p and rv lead were explanted and replaced. The lv lead remains in service. No additional adverse patient effects were reported.